Manufacturer narrative:
Cause of the screw back-out cannot be determined at this time. Post-op infection, lack of fixation points and patient's bone quality may all have contributed to this event. This type of event is an inherent risk of the procedure. No definitive conclusion can be made at this time. Based on the information that was provided, this event does not appear to be device related.

Event description:
A (B)(6) male was implanted with mountaineer oc plate and bone screws on (B)(6)-2010. Due to difficult anatomy, it was decided that only two (instead of three) 6mm 4.5 diameter bone screws would be used to anchor the plate to the occiput. Sometime after surgery, both of the bone screws completely backed out of the occiput, completely loosening the plate. A revision was performed and found an infections in an around the wound and instrumentation. It was then decided to completely remove the infected hardware, consisting of the oc plate and connections, as well as the lateral mass screw down at c3.